Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio flex meter was reading inaccurately erratic. The complaint was classified based on based on the customer service representative (csr) documentation since the patient was unable to be reached by phone for additional information. The patient stated that the alleged meter issue began at an unknown time on (B)(6) 2017. The patient stated that he manages his diabetes with insulin (unknown type; self-adjuster). The patient claimed obtaining blood glucose readings of "100 mg/dl" and "600 mg/dl" with the subject meter. The results were taken more than 20 minutes apart. Lifescan does not consider this to be a valid comparison. It is not know what action the patient took in response to the alleged meter issue. Approximately 3 hours after the alleged meter issue, the patient developed the symptom of "trembling". It is unknown what treatment the patient received in response to this symptom. During troubleshooting the csr confirmed that samples were taken from an appropriate site and that the meter was set to the correct unit of measure. Products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passe testing with no faults found. The reported issue could not be confirmed. The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.